Manufacturer narrative:
The customer reports that the cns (central monitoring system) display froze. Nihon kohden technical support advised the customer to reboot the cns and this fixed the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reports that the cns (central monitoring system) display froze.